Manufacturer narrative:
Corrected data: through follow up, it was clarified that the lens was stuck in the cartridge. There was no patient contact. The product was discarded. This event is no longer considered a reportable malfunction. No further information will be provided. Section h6: medical device problem code: 1069 lens damage no longer applies. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
It is unknown if the iol had any patient contact or if it was implanted. It is unknown if the iol had any patient contact or if it was implanted. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was defective. No other information was provided.